Event description:
No additional informaiton provided.

Manufacturer narrative:
1. The customer returned 3 photos, no defective sample. The photos show that the batch code is 4052016, the sku is 383078, and the end of the septum is bleeding. 2. DHR/bhr review lot#4052016 1-this batch of products were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Due to similar complaints received from other hospitals about this batch of products, the plant has conducted 800mm simulated clinical leakage test on the retained samples of this batch and found that a few samples leaked at the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. 4. In response to the leakage at the septum, the plant has launched CAPA to track and investigate. Conclusion(s): no abnormality is found in the production process. The returned photos show blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc blood leaked at septum. Withdrawal of needle core found isolation plug leaking blood 08.02 9:56 huying: number of affected 8 pcs, samples not returnable, photos available; need green claim, need complaint reply letter, need complaint acceptance letter.